Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed the critical block and inverse critical block did not add to zero. The customer's blood glucose value was 212 mg/dl. The customer was not able to clear the alarm. Troubleshooting was declined by the customer. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. However, inverse critical block did not add to zero error alarm found in the device history, problem isolated to the electronic assembly. Device received with serial number label fading, scratched case, pillowing keypad overlay and minor scratched lcd window.